Event description:
It was reported that a death occurred. The 80% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending (lad) and right coronary artery (rca). Patient was admitted for rotablation procedure for right coronary artery (rca), the surgery had been delayed by weeks as patient had a previous bleed not related to percutaneous coronary intervention (pci) procedure. The patient was frail and high risk for bleeds. A coronary artery bypass grafting (CABG) was not seen as an option. Upon trying to engage the rca, it was challenging, unusual anatomy which lead to ten guides being used but none that would enable adequate support for a rotablator plus. After two hours. The procedure was abandoned with plans to bring the patient back because the hospital did not have a guide on site. The lad was also diseased so the physician progressed with a staged procedure to treat this vessel. A 2.50 emerge balloon was used in the lad then, an intravascular ultrasound (ivus) performed, showed diffuse disease, calcification and a vessel measurements of 3.50mm. A 3.0x12 nc balloon was used, it was unable to get adequate prep of vessel, then they used a 3.0x15mm wolverine balloon, still not getting adequate dilatation of vessel to stent. A non-boston scientific guidewire was exchanged for rotawire. A rotablator plus was prepped and platformed at 180,000rpm outside the patient. Then, a the rotablator plus burr advanced with rotawire into the left main coronary artery (lmca) and to proximal lad. During the first ablation, the rotation speed dropped to 150,000rpm but run was short, around 10 seconds. Then, second ablation went to mid lad where slight tortuous, maybe 30 degree angle and the burr became stuck in lesion. The physician tried to pull out the burr in dynaglide mode, but it was unsuccessful. The patients blood pressure dropped. They were unable to insert another guidewire, so the physician cut the rotablator sheath with scissors. When the guide catheter was removed, the sheath stretched and it came off in sections but was not all removed. The detached burr remained inside the patient. Then, via femoral access the physician advanced a guide extension catheter over rotablator burr shaft, but it was only able to get to the ostium of lmca. The physician tried ballooning proximal to burr with 2.0 balloons and a 1.5x12 over-the-wire (otw) balloon, which was unsuccessful. The patient left the catheterization laboratory (cath lab) and was transferred to the emergency department (ed). Later, the patient was to be transferred to (B)(6) hospital. The patient refused to go to surgery, so, the patient went back into the cath lab to try and retrieve burr again, this was unsuccessful and patient died.

Manufacturer narrative:
Initial reporter state: (B)(6).